Manufacturer narrative:
(B)(4). Batch # r5an2m. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage on the knife is consistent with the device being fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colectomy the device was assembled, and the safety was turned off. The device was fired and there was no audible sound indicating that the device fired. On the second attempt to fire the device the crunching noise was heard, and the device fired. But when the surgeon examined the staple line he noticed that half of the staples did not deploy, and the other half went in all different directions. A second like device was used to complete the procedure with no patient consequences reported.